Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer's most current level was 545mg/dl. The customer has been treating with manual injections. Troubleshoot for the high was conducted. The device was found to be operating as designed. The customer was able to change set and reservoir with no issues. The customer was advised to monitor the device and call back if issues persist. The customer's levels had dropped to 399mg/dl.